Event description:
A patient experienced iritis in their eye after undergoing a cataract surgery and a implantatin of ceeon 911 a lens. The patient was treated with prednisolne acetate. At the time of this report they did not recover.